Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evluation on-going. Device not returned.

Event description:
(B)(6). During use, the clip torn of the cystic artery with haemorrhage, difficult to control, having required the establishment of endoclips. All med watch submissions related to this report are: 9610612-2018-00098, 9610612-2018-00099. Components in use listed as concomitant devices are: pl569t / ligating clips m/l 12/box, pl536r / shaft compl.d:10mm l:370mm, pl510r / handle f/pl506r & pl508r.

Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers, and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available as well as a result of our investigation, the root cause of the failure is most probably realted to an insufficient usage. Rational: based on the quality standards we exclude a material or manufacturer caused error. No CAPA is necessary.